Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
S reported, the thermogard console (sn (B)(4) displayed a tcmid:02 (ce danfoss error) error message. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.